Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify failed battery alarm due to buttons not responding. Device received with stripped battery cap coin slot, the p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump tone of beeping was different. Customer's blood glucose level was unknown at the time of incident. Customer stated that buttons were worn out, loudness of insulin pump has gotten softer, rejected new batteries and made louder noise during rewounding. The insulin pump will not be returned for analysis.